Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that it appeared to be a fluid damaged; when connected to the light source, it states that it does not support the system during set up involving an olympus bronchovideoscope. There was no patient injury reported.